Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that the patient underwent cataract surgery. Before the surgery, it was observed that the product broke, and there was no patient contact. The surgery was completed on the same day. Additional information has been requested but is not available at the time of this report.